Event description:
It was reported that a patient with a history of non-union at l5-s1 underwent an l5-s1 fusion with posterior instrumentation at l4-s1. It was reported that post-op x-rays taken revealed what appeared to be a rod malfunction. No revision surgery has been planned. The surgeon will continue to monitor the patient's symptoms. No patient complications were reported.

Manufacturer narrative:
The device remains implanted. The device has not returned to medtronic for evaluation. Device history records were reviewed for both of the implanted lots (at2007050048 and at2007011032) which revealed no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.